Event description:
It was reported that the 6800 system had an intermittent foot switch error. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The foot switch was replaced during the service call. The system was tested and found to be working as intended and put back into service.